Event description:
Pt underwent arthroscopic knee surgery. Post-op pt made f/u visit to surgeon and showed him a burn near the surgical site. First and second degree burn noted behind knee, posterior and medial aspect, with a lightening bolt appearance.